Event description:
It was reported that the patient with this pacemaker system experienced unspecified symptoms. Technical services (ts) reviewed the event and found sudden bradycardia response (sbr) episodes and an atrial arrythmia that appeared to be false due to oversensing. Ts recommended further evaluation of the right atrial (ra) lead. No adverse patient effects were reported. This pacemaker remains in service.